Event description:
It was reported that the patient presented at clinic follow-up. It was found that the patient's right ventricular leadless pacemaker (lp) exhibited a rise in pacing impedance. No intervention was performed. The patient was stable.